Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, pt experienced pain and vaginal bleeding for a year prior to removal of the device. Pt also experienced infections, bladder erosion, vaginal odor and discharge, and increased incontinence. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device of the event.